Event description:
The user reported that the defibrillator was dropped, and that subsequently it would not charge. There was no pt involved. Inspection of the device revealed that the problem was caused by broken foil on assembly 595263. The broken foil appears to have resulted from the unit being dropped. The event is not occurring more frequently or with greater severity than is usual for the device.